Manufacturer narrative:
UDI #: (B)(4). Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a za9003 intraocular lens (iol) would not insert properly, crease noticed on the lens. Through follow up additional information was received and it was learnt that the lens was opened and prepared for insertion. Striae (markings/lines) were noted on the lens; therefore, it was not used. Reportedly the lens never touched the patient and a cartridge was not used as the issue was observed before loading. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.